Event description:
After the laser treatement the surgeon started the us-phaco emulsification, posterior capsule teared and propagated around the capsule with capsule rupture. Vitrectomy was performed.